Event description:
It was reported by the user site that prior to a 3dimensions patient exam on (B)(6) 2026, that the c-arm of the device was shaking during a tomosynthesis sweep. The user site reported that the c-arm made noise while moving during the sweep. No user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. The fse performed tomosynthesis sweeps as part of the investigation and reported that an uncommanded rotational c-arm movement error occurred due to the shaking during the tomosynthesis sweep. The fse removed the tomosynthesis potentiometer and measured its resistance range and reported that it was in normal working order. The fse inspected the wiring harnesses to vertical travel assembly (vta) control board and found them to be in effective condition. The fse measured the vta control board voltage and checked the vta backlash and determined that both needed to be adjusted. The fse inspected the tomosynthesis zero positioning and found it out of alignment and needing to be adjusted. The fse adjusted the vta control board voltage and vta backlash, performed vta, tomosynthesis motion, and geometry calibrations, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.